Event description:
On 12-feb-2026, it was reported that on (B)(6) 2026, the user experienced hypoglycemia with bg reported as low as 40 mg/dl, resulting in an ER visit. The user treated the low with oral glucose and rescue glucagon and was monitored in the ER and then released. The user was discharged the same day with outcome recovered.

Manufacturer narrative:
The user experienced hypoglycemia resulting in an emergency room visit while using the ilet. This situation can require urgent medical evaluation and is consistent with the reported ER monitoring and same-day discharge. No engineering log review or clinical device data were available in the information provided to evaluate device performance during the reported episode. Based on available information, the cause of the hypoglycemic event could not be established, and no confirmed device malfunction has been identified; if additional information becomes available, a supplemental MDR will be submitted.